Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose level was unknown. The customer reported that they had scratches on the screen over the time made it more difficult to see but not illegible and rejected new battery a couple of times, a little louder during rewind and unexplained no delivery alerts not due to site issues. The insulin pump will not be returned for analysis.